Event description:
It was reported that this patient presented to the emergency room with reports of receiving shocks over the last few days and experiencing some chest pain and lightheadedness. Review of the electrocardiogram indicated several episodes in which the patient had a high ventricular rate where anti-tachycardia pacing (atp) was delivered and it accelerated the rhythm to ventricular fibrillation (vf). The shock therapy did successfully convert the rhythm. Technical services recommended re-programming options. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.